Manufacturer narrative:
While on site, an abbott ambassador observed that the customer was not properly spinning the troponin samples. The ambassador provided information on the correct centrifugation for a quality sample when running tests for troponin. A review of the architect i1000sr, serial number (B)(4), service history was performed, and no additional erratic results were identified pre or post the current complaint. There was no contributing hardware issue on or around the date of the complaint issue identified. Return testing was not completed as returns were not available. A review of the architect systems operations manual found that it addresses requirements for handling specimens, operational precautions and limitations, and troubleshooting for the reported issue. Numerous probable causes are listed for the sample results observed including: sample was not collected and/or prepared correctly, as needed maintenance, and hardware failure. The architect troponin package insert adequately addresses sample handling, performance characteristics, assay processing, and interpretation of results. A review of architect i1000sr complaints for erratic results issue did not identify any, and no trends were identified. Based on the investigation no product deficiency was identified for the architect i1000sr, serial number (B)(4).

Manufacturer narrative:
Complete information for patient information. Patient identifier- multiple = sid (B)(6); sid (B)(6); sid (B)(6); sid (B)(6); and sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were from 5 different samples (same patient) on (B)(6) 2018 - sid (B)(6) = 0.242 / sid (B)(6) =0.22; sid (B)(6) =2.29 (normal 0.0-0.03ug/ml; diagnostic cutoff = 0.3ug/ml); sid (B)(6)= 0.21; on (B)(6) 2018 - sid (B)(6) = 0.21ug/ml. The nursing staff questioned the 2.29 result, so the lab pulled the sample and observed fibrin in it. The sample was re-spun and retested on (B)(6) 2018 = 0.25ug/ml. The customer states that the patient was started on plavix after receipt of the 2.29 ug/ml result on (B)(6) 2018, but treatment was discontinued after the repeat test result of 0.25ug/ml. There was no reported adverse impact to the patient due to the treatment.